Manufacturer narrative:
Concomitant products: product ID: 3888-56, lot# v297219, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-56, lot# v229128, implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
A consumer reported that she experienced stimulation in an undesired location. The consumer reported that therapy was not working at all, there has been no stimulation in her legs or hip for three months prior to the report. The consumer has not stimulation on since (B)(6) 2015. When the consumer turns on stimulation, she experienced a fiery burn about one inch from the spine at the waist and a segment of an in and a half. The consumer also reported that she did turn it on "the other day" and it felt "toxic" in her body. There were 3 reported major falls in the past 3 months, "nothing on her butt". The consumer fell on (B)(6) and two nights prior to the report. She felt as though the therapy has helped her with her balance. It was reported that the change in therapy/symptoms were gradual. The consumer had a mylogram done a day prior to the report and it was noted that the health care provider wanted something done with the implantable neurostimulator. A programming appointment request was made. The indication for use was failed back surgery syndrome. Should additional information be received, a follow up report will be sent out.